Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. A product evaluation was performed. The product labeling was reviewed and found the architect system operations manual and the ict diluent solution package insert contained adequate information for the described issue. A review of service history for serial number (B)(4), found no service history issues. A review of complaint history found no additional discrepant result complaints, or complaints for ict probe issues, for architect c8000, serial number (B)(4). The chloride discrepant result issue was resolved though the replacement of the ict probe. The instrument/probe is meeting performance specifications and performing as intended. No systemic deficiency or adverse trend of an ict probe issue was identified during this investigation, and no further investigation of this complaint issue is required.

Event description:
The architect analyzer is generating erratic chloride results (120 repeat 108 meq/l) on one patient sample. The quality control results are acceptable. The customer was instructed to run one patient sample 10 times as a reproducibility test. The results generated were: sodium 9x =109, 1x = 103; chloride 9x=137, 1x = 143. The customer was then instructed to replace the ict probe on the analyzer. No additional patient information was provided. There was no reported impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.